Manufacturer narrative:
The technician inspected the siderail and found the latch pin was clogged with dirt and old grease. He cleaned the latch pin and re-lubricated the assembly to repair the bed.

Event description:
Information received indicates the left head siderail will not stay in the up position.